Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. On 2-week follow-up x-ray, stem subsidence was noted. The patient did not originally present with pain, but did confirm a little pain when asked. Intra-operatively, a femoral periprosthetic fracture was noted. Rep confirmed there was no intra- operative fracture during the primary procedure. The patient's accolade ii stem and biolox ceramic head were revised to a restoration modular stem construct and another ceramic head. Rep provided the primary and revision usage sheets, and confirmed that no further information will be available.